Event description:
An attempt was made to use a complete se peripheral self-expanding stent to treat a patient. The device was inserted in the patient and placed at the origio of the common iliac artery. The safety button was removed. The blue wheel of the delivery device was turned twice and the stent started to deploy. Then the stent completely deployed without turning the wheel. The stent jumped out of the device and was placed in the aorta instead of the origio. An attempt was made to pull the stent back, without success. No patient complication were reported.

Event description:
Additional information was received that the target lesion was treated with a prim stent. Procedural images evaluation: the presence of a calcified lesion at the origin of the right iliac artery was confirmed. Positioning of the delivery catheter showed that the tip of the device was extending into the aorta and the distal markers appeared to be positioned at the ostium of the iliac. The positioning of the device at this location was necessary because the most diseased potion of the vessel was at the ostium of the vessel. There did not appear to be a 5mm landing zone between the iliac and the aorta. Deployment of the stent was not provided in the procedural images. Post deployment images confirmed that the distal portion of the stent was extending into the aorta, confirming the inaccurate delivery as reported from the account.

Manufacturer narrative:
Evaluation, results: (based on the information available no root cause can be determined). Conclusion, results: inconclusive - investigation in progress. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of a procedure (stent migration). Patient's condition affected effectiveness of device (lesion morphology impacted on the results obtained). Failure to follow instructions (device is indicated for use in the sfa and iliac arteries only). No device returned. Conclusions: inherent risk of a procedure (stent migration). Device failure/lack of effectiveness related to patient condition (lesion morphology impacted on the results obtained). Operational context contributed to the event (landing zone for the stent was not optimum).